Event description:
It was reported that, the revision surgery was performed due to one or two of the peripheral screws had broken. These were removed along with the full glenoid components. Hemiarthroplasty was performed as planned. No further information was provided.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.